Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler set cassette after ending their pd treatment. The patient reported receiving m30.1 balloon valve leak alarm during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient has not been seen in the clinic or followed up with the pdrn since the reported event. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The functional display test failed and encountered an ¿up¿ button that would not work. The I/o board was then replaced with a known working I/o board and the touch pad worked. It was later discovered that the r154 resistor on the I/o board was out of specification. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection encountered a clog in hp2. There were visual indications of dried fluid on the bottom pump gasket and on the bottom cover under the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler set cassette after ending their pd treatment. The patient reported receiving m30.1 balloon valve leak alarm during fill 1 of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient has not been seen in the clinic or followed up with the pdrn since the reported event. Additional information was requested however to date has not been provided.